Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number has not been provided. A device history lot review can not be performed.

Event description:
It was reported that a primary blood administration plumset¿, y-type, 200-micron filter, clave¿ secondary port secure lock, 110 inch was found to have a crack during patient use. The report states that "after spiking the blood bag, for 68-year-old outpatient¿s blood transfusion, while squeezing the filter chamber on blood tubing, the filter chamber cracked. Approximately 15 millilitres of blood spilled out of the tubing. There was patient involvement and no adverse event.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of cracked filter chamber could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.